Event description:
It was reported that an intravascular ultrasound catheter (ivus) distal tip detached during a percutaneous coronary intervention (pci) procedure. The lesion was 75% stenosed located in a moderate tortuous of the non-calcified area of the mid right coronary artery (rca). Guide catheter was placed in the ostium of rca and a guidewire inserted in the lesion. The lesion was confirmed with ivus. Upon withdrawal of the imaging catheter, the distal tip of the ivus catheter detached and remained in the coronary artery. It was reported that there was no resistance when imaging or upon withdrawal. Physician attempted to retrieve the tip, but without success. Patient was transported to a different facility where distal tip was retrieved with a snare. A 3.5 mm stent was implanted in the lesion. The patient was reported in stable condition and was discharged 5 days later.